Event description:
Clinical study. Same case as 6000093-2007-01607. It was reported that 591 days after a coronary drug eluting treatment procedure, the patient expired. The indication for the index procedure was an acute myocardial infarction. The index procedure treated a 3.2x5mm, 80% in-stent restenosed lesion in the proximal right coronary artery (prox rca) with predilation and placement of a taxus express2 3.0x16mm drug eluting stent. Residual stenosis was 0%. There was failed brachytherapy performed prior to the stent placement. The procedure also treated a 3.4x5mm, 99% stenosed, moderately calcified, ostial lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a taxus express2 3.0x16mm drug eluting stent. Following post dilation, residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. During the two year follow-up, the site learned that the patient expired 591 days post index procedure. The cause of death was ventricular rupture. The target vessel was involved. The physician assessment of the device causality is "possibly." No autopsy was performed. The patient also had a myocardial infarction (mi) and a target vessel reintervention (tvr) prior to her death. A bare metal stent was deployed in the distal lad. The device relationship of the mi and tvr is assessed as unrelated, but the outcome of these events is death.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.